Event description:
It was reported that a system error 2240 (air in set) alarm occurred on the homechoice device during dwell three of peritoneal dialysis therapy. The patient was connected to the device at the time of the alarm. The patient started therapy over using new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the sample was not returned, a complete device analysis cannot be performed. A review of all batch record documents was conducted with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow-up report will be submitted.